Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/reporter contacted lifescan alleging that a one touch ultrasmart meter was reading inaccurately. The patient tests her blood glucose 3-4 times a day. She typically tests before meals. The reporter indicated that the alleged meter issue started on the same day. The patient had obtained a meter reading of "469 mg/dl" at an unspecified time after dinner. After testing with the meter, the patient took an increased dose of medication. She took 11 units of "correction" novalog insulin. Approximately 1.5 hours later, the patient retested her blood glucose and got "128 mg/dl". Another 1.25 hours later, the patient called for the reporter and indicated that she could not move. The patient tested her blood glucose on the reported meter and got "246 mg/dl". She immediately retested on the same meter and got "41 mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient also tested on an unidentified backup meter during the time of concern and got a result in the "40 mg/dl" range. The patient was treated with juice and food. An unknown time later, the patient tested her blood glucose and got "98 mg/dl". It is not clear as to what meter was used to get "98 mg/dl" reading. It would have been helpful to know the following information: what time the novolog insulin was taken, what time dinner was eaten, if the patient ate a smaller than normal dinner, and what her medication regimen consists of. In addition, it would have been helpful to know what the patient typical meter readings are after dinner and if the patient usually eats a snack before bedtime. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers but was not cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter alleged that the meter was reading inaccurately. She claimed that the patient took insulin after testing with the meter and afterwards, developed symptoms suggestive hypoglycemia.